Event description:
According to the reporter, during a laparoscopic ileocectomy, after the reconstruction of the small intestine colon anastomosis with an extracorporeal anastomosis (fee anastomosis) through a small incision wound was completed, the jaws were opened, and the surgeon attempted to remove the reload from the intestinal tract, but it could not be removed. When the intestinal lumen was observed, it was found that the mucous membrane was strongly clamped between the tip part of the groove of the knife and the cartridge fork. As it was difficult to remove the reload gently, the mucosa was suture-ligated with thread. The mucosa was resected, and the device was removed from the intestinal mucosal region.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.